Manufacturer narrative:
The pca was received and visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up into a boot loop, no video. The u11 was found to be extremely hot. The u11 replacement not attempted due to ultra fine pitch form factor and a new part not available. No further testing is needed. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The reported problem was confirmed. The processor pca was confirmed to be defective. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips failure analysis engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device the processor pca (printed circuit assembly) board of which was delivered to the fa (functional analysis) lab for testing/repair. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the processor pca assy got defective. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.